Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 384 mg/dl at the time of incident. The customer's blood glucose was 80 mg/dl at the time of call. The customer stated that they were given IV insulin at the hospital. The customer stated that they experienced nausea and abdominal pain. The customer stated that they were wearing the insulin pump at the time of hospitalization. The time of the hospitalization was 7pm and the date of the hospitalization was (B)(6) 2016. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.